Event description:
It was reported that the 9900 system would not play back cine runs nor was there an option to print to onboard printer. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine run failure could not be duplicated. However, during this investigation, the touch screen buttons began to malfunction. As a proactive measure based on service history the single board computer was replaced and software reloaded. The system was tested and found to be working as intended and placed back into service.